Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and lower results within the normal reference range were obtained. The elevated result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni sample was collected in a green top a lithium heparin plasma tube. The customer performs qc twice daily and all three levels of qc were within the customer's established ranges prior the event. On (B)(4) 2010, the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse): replaced - the aspirate probes. Peripump tubing. Wash pump motor belt. Rebuilt the precision pump and installed new o-ring and seal. Cleaned - the wash and precision valves. Checked the mixers and mixer speed and verified alignment. Performed a routine system check, high sensitivity system check, and a 50 replicate accutni low qc precision; all tests passed within instrument specifications. A clear root cause cannot be determined for this event.